Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the 11/23/2016. There was no report any injury or medical intervention. No additional event or patient information is available.